Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Tandem technical support followed up with the customer on (B)(6) 2015. The customer stated that the pump is performing as intended.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was in the 200s mg/dl. The customer delivered a correction bolus. Cold insulin had been used.